Event description:
During a f/u on (B)(6) 2011, the pacing threshold test was performed w/o any anomaly. However, an holter exam revealed ventricular capture failures and pt syncopes were reported. The device was finally explanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under (B)(4). Analysis is pending.